Event description:
The catheter was determined to be kinked coming out of the package. There was no harm to the patient and the catheter was given to the vendor. Product information: cerenovus gereglide 71 intermediate catheter ref: nic71132u, lot: 31167399. Manufacturer response for intermediate catheter, cerenovus gereglide 71 intermediate catheter (per site reporter) given to rep at time of event.